Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the x-port isp implantable port, chronoflex single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the x-port isp implantable port, chronoflex single-lumen, 8f products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that seven months and seven days post port placement, the catheter allegedly leaked. It was further reported that the device allegedly had a suction problem. Furthermore, the patient allegedly experienced pain and discomfort during the injection. Reportedly, the port was removed and replaced. There was no reported patient injury.

Event description:
It was reported that seven months and seven days post port placement, the catheter allegedly leaked. It was further reported that the device allegedly had a suction problem. Furthermore, the patient allegedly experienced pain and discomfort during the injection. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the x-port isp implantable port, chronoflex single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the x-port isp implantable port, chronoflex single-lumen, 8f products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one xport implantable port attached to a catheter was received for evaluation. Visual, microscopic, functional and tactile evaluations was performed. A split was noted to the port septum. Upon functional testing, the port septum with the attached catheter was patent to both infusion and aspiration. Therefore the investigation is unconfirmed for the reported fluid leak issue as no evidence of fluid leak was noted. However, the investigation is inconclusive for the reported suction issue as the exact circumstance at the time of the event reported was unknown. The investigation is confirmed for the identified material split issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.